Event description:
It was reported that the cc4204bf collamer plate lens felt thin, and the customer did not want to place it in the eye. No pt contact.

Manufacturer narrative:
Lens felt thin. Evaluation results: visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. A work order search was performed, and there were no similar complaints found.